Event description:
Event description cpi received information that this bipolar ventricular lead was removed because it exhibited low lead impedance measurements and a loss of capture. The implantable pulse generator (ipg) was coincidentally replaced during the same procedure. The atrial lead, model 4244, serial number 404159, was previously repositioned because it had become dislodged and exhibited a loss of capture.